Event description:
It was reported on (B)(6) 2011 through clinic notes received by manufacturer's consultant from vns patient's physician that the patient was experiencing an increase in seizures and sleep apnea. It is unknown whether the increase in seizures is below, at the same level as, or above pre-vns baseline. It appears in the clinic notes dated (B)(6) 2011 that the increase in seizures started in (B)(6) of 2010 and the patient was hospitalized during this time for the increase in seizures and other un-related health issues. The physician states that he checked the patient's generator at that time and it was operational. The notes also state on (B)(6) 2011 that the patient has a history of obstructive sleep apnea. The relationship of the patient's sleep apnea to vns is unknown. Good faith attempts for more information have been to no avail thus far. If additional information is received, it will be reported.